Event description:
The customer reported that red alarms kept resetting without intervention from staff. The device was not in use on a patient at the time of event, there was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) interviewed the customer and assisted with troubleshooting the unit. The customer stated they were informed the issue was caused by a loose connection to the patient. Documentation of a previous visit regarding this issue was recovered and sent to the customer for review. The rse noted the issue seems to be limited to the fifth floor. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.